Manufacturer narrative:
Information added/updated to section h6 (type of investigation, investigation findings and investigations conclusions). Corrected data in section h6 (type of investigation): 4114 (device not returned) replaces 4117 (device not accessible for testing) additional h6 (type of investigation) code: labelling review. H11: additional manufacturer narrative: the device was not returned to edwards for evaluation as it was sent to hospital's pathology department. The device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including diabetes mellitus type 2, hyperlipidemia, hypothyroidism.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as the device was discarded at site. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported from singapore via the implant patient registry that this 7300tfx29 valve implanted in mitral position was explanted from this patient after an implant duration of 4 years and 1 month due to extensive calcification of the three leaflets leading to severe thickening and severe stenosis. As per histopathology report, one of the leaflets exhibited some reddish areas, but no obvious vegetations or pannus were seen. The patient presented with heart failure with increasing shortness of breath and decreasing effort tolerance prior to the intervention. Another 29mm bioprosthetic valve was implanted in replacement. The patient recovered well and was discharged 10 days after the procedure.